Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient states it keeps pulling through his skin. Patient stated he noticed that it looks like the ins is going to come through the skin and it appears red in the corner. No further complications were reported or anticipated with this event.